Event description:
It was reported, that this right atrial (ra) lead. Exhibited sub-optimal sensing shortly after left ventricular (lv) lead implant procedure. Intrinsic amplitude and pace impedance decreased suddenly after the lv lead implant. And high atrial lead threshold was also observed. As such, troubleshooting to evaluate its integrity and stability/current placement was recommended. Especially as these findings were noted, after the lv implant procedure. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.